Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited post paced t-wave oversensing. No intervention was reported and the patient would be monitored. No further information could be obtained.

Manufacturer narrative:
(B)(4).